Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that three dyonics inflow tube set had the same failure. The pump cartridge did not fit in properly in the pump, causing the pump to read incorrectly the pressure and pump water continuously. The issue was stopped when the cartridge was manually held in place. The procedure was completed with less than 10 minutes of delay for each change using a back-up device. It is unknown when the event occurred relative to surgery. No patient complications were reported.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The reported information only mentions the pump was reading incorrectly and that was pumping water continuously. There is not enough evidence nor information provided that suggest an extravasation adverse event occurred. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.